Event description:
It was reported that there was 7000 runs of pre-mature ventricular contractions (pvc) and 7476 sensing integrity counts (sic). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.